Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the thrombosis (blood clot)/embolism to the placement of the ivc filter. Thrombosis and embolisms do not represent a device malfunction. Large thrombus within the vena cava may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections age or date of birth, outcomes attributed to adverse event, date of event, event, other relevant history, brand name, PMA/510k, type of reportable event, if follow-up, what type, device manufacture date have been updated accordingly. Section event: the following additional information received per the medical records indicate that the patient had a history of deep vein thrombosis (dvt). In addition, successful placement of an inferior vena cava (ivc) filter was completed with the tip positioned at the level of the inferior endplate of l2. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about five years and four months post implantation of ivc when the patient submitted themselves to a computerized tomography (CT) scan. The radiology report showed the ivc below the filter was thrombosed. The patient reports to have suffered clotting/occlusion of the filter, caval thrombosis, blood clots, clotting, and/or occlusion of the ivc. The patient states that these injuries caused emotional distress, mental anguish, anxiety, and stress. As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of deep vein thrombosis (dvt). Successful placement of an inferior vena cava (ivc) filter was completed with the tip positioned at the level of the inferior endplate of l2. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, and thrombosis/embolism. Per the patient profile from (ppf), the CT scan showed the ivc below the filter was thrombosed. The patient reports to have suffered clotting/occlusion of the filter, caval thrombosis, blood clotting/occlusion of the ivc. The patient states that these injuries caused emotional distress, mental anguish, anxiety, and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.